Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that they were getting dressed this morning and the caregivers that dressed them said that the wires were kind of out. Patient stated that when they went to scratch their back or do anything on their back, they would probably pull the wires out. The patient was redirected to their healthcare provider (hcp) to further address the issue. They also reported that the trial stimulator was very easy to fall out.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown. Product type lead section d information references the main component of the system. Other relevant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.